Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It was reported the patient experienced hematoma and adhesions, both of which are listed as known possible adverse reactions in the instructions-for-use. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. Medical records find that the hernia defect did not recur and was closed at time of explant. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2003 - the patient underwent repair of incisional hernia with implant of a bard/davol composix kugel hernia patch. On (B)(6) 2014 - the patient was diagnosed with chronic abdominal pain, mesh failure and extensive adhesions to the anterior abdominal wall, liver, stomach and colon. The patient underwent a diagnostic laparoscopy, extensive lysis of adhesions and excision of the bard/davol composix kugel mesh patch described to be "wadded up." The hernia defect was closed and no mesh implanted at this time. On (B)(6) 2014 - patient was admitted to the hospital for evaluation of an abdominal wall hematoma and an intraabdominal hemorrhage. The patient was diagnosed with acuture blood loss anemia, coagulopathy, acute renal failure, metabolic acidosis, transaminitis (enlarged gallbladder), possible uti and leukocytosis. On (B)(6) 2014 - patient had an md office exam with complaints of abdominal pain and nausea with a poor appetite. Patient stated she is slowly improving. On (B)(6) 2014 - patient had an md office exam with complaints of gross hematuria and underwent a cystoscopy with no significant findings. It was reported the patient experienced hematoma, adhesions and pain.